Event description:
A 60-year-old male patient underwent a stent assisted coiling procedure of a midline anterior communicating artery (aca) aneurysm (B)(6) 2018; modified raymond scale post-procedure was class 3. Approximately 6 months later, it was reported the patient had a transient ischemic attack (tia) and was hospitalized. The event resolved without sequelae more than 24 hours later; the relationship to the implanted stent was initially established as unknown and has been update as not related by the site. Finally, the relationship of the tia to the subject stent has been adjudicated and changed from ¿unrelated ¿ to ¿unknown¿ by the clinical events committee (cec).

Manufacturer narrative:
B5: executive summary: corrected: based on clinical event committee (cec) adjudicated, the study device relatedness of the tia with hospitalization to the subject stent has been changed from ¿unrelated ¿ to ¿unknown¿. H10: based on cec adjudicated receive on (B)(6) 2019, the study device relatedness of the tia with hospitalization to the subject stent has been change from ¿unrelated ¿ to ¿unknown¿. Therefore this event is reported as a serious injury adverse event type. This adverse event was initially assessed as "unknown" relationship to the subject device, then was redacted as a "not related" event based on intake source update. Finally, the relationship was one more time updated to "unknown" based on cec adjudication.

Manufacturer narrative:
B5: executive summary: corrected: the relationship to the implanted stent was initially established as unknown and has been update as not related.the relationship of the tia was assigned to preexisting condition /co-morbidity. Based on the results of the DHR review, there is no indication that the event of transient ischemic attach (tia) was not related to the subject device. The relationship has been updated form ¿unknown¿ to ¿unrelated¿. The relationship of the tia was assigned to the device, labeling or packaging failed to meet its specifications when released. Based on further review from safety team on 9-sept-2019 , this event was related to preexisting condition /co-morbidity. Therefore this event does not meet the criteria for a complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the subject device.

Event description:
A 60-year-old male patient underwent a stent assisted coiling procedure of a midline anterior communicating artery (aca) aneurysm on (B)(6) 2018; modified raymond scale post- procedure was class 3. Approximately 6 months later, it was reported the patient had a transient ischemic attack (tia) and was hospitalized. The event resolved without sequelae more than 24 hours later; the relationship to the implanted stent was initially established as unknown and has been update as not related.t he relationship of the tia was assigned to preexisting condition /co-morbidity.

Event description:
A (B)(6) male patient underwent a stent assisted coiling procedure of a midline anterior communicating artery (aca) aneurysm (B)(6) 2018; modified raymond scale post-procedure was class 3. Approximately 6 months later, it was reported the patient had a transient ischemic attack (tia) and was hospitalized. The event resolved without sequelae more than 24 hours later; the relationship to the implanted stent is not known.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis, therefore physical and functional tests could not be performed. However, transient ischemic attack (tia) is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, known inherent risk of device was assigned to this event.

Manufacturer narrative:
Subject device remains implanted.

Event description:
A (B)(6)-year-old male patient underwent a stent assisted coiling procedure of a midline anterior communicating artery (aca) aneurysm (B)(6) 2018; modified raymond scale post-procedure was class 3. Approximately 6 months later, it was reported the patient had a transient ischemic attack (tia) and was hospitalized. The event resolved without sequelae more than 24 hours later; the relationship to the implanted stent is not known.